Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed a similar complaint and found that the adhesive might have peeled off due to an external impact or deteriorated due to chemical damage caused by a chemical solution used during the reprocessing. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to chemical damage to the device. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. There was a serious deterioration causing a significant cracking of the bending section rubber adhesive. There was the looseness of the insertion tube. One screw was slightly loosened. Master and slave video connector pc boards were cracked. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection, olympus repair center found that the adhesive of the distal end lens was chipped or peeling off. This event did not occur during the procedure. There was no report of patient injury associated with this event.